Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical team identified a pulley rupture affecting the maryland instrument. Although the instrument continued to operate throughout the procedure, a noticeable reduction in gripping force was observed, consistent with a mechanical failure of the pulley system. The procedure was completed with no reported injury.